Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery is failing the maintenance test due to displaying an incorrect manufacturing date. There was no patient involvement and no harm was reported.

Manufacturer narrative:
E1 - event site name - (B)(6) hospital. E1 - event site address - (B)(6). E1 - event site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.